Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2006, the patient was treated for a 6.3 cm abdominal aortic aneurysm with a medtronic aneurx device that was extended distally on each side with contralateral leg endoprostheses. On (B)(6), 2007, the patient underwent a coil embolization to treat a type ii endoleak. On (B)(6), 2010, another contralateral leg was placed to address a distal type I endoleak. According to the nurse, the distal type I endoleak and iliac artery aneurysms that had developed were due to aneurysmal disease progression from type ii endoleaks.